Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that at start-up of unit., the cardiosave intra-aortic balloon pump (iabp) has a fiber optic error.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. Fse tested safety and functionality checks and released iabp for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a fiber optic error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.